Event description:
It was reported that the patient got hospitalized due to hyperglycemia (712 mg/dl) event on (B)(6) 2026 and patient got treated with insulin via intravenous (IV) drip with the duration of more than twenty four hours and patient suffered from headache, nausea. Patient was found positive for more than 3 mmol/l at the time of the event.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.